Event description:
User alleges that while using an endotracheal tube, after insertion of the tube into the pt, there was cuff leakage after 24 hours use. Endotracheal tube needed to be replaced. No pt injury reported.